Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of call service 012 and 052/054 alarms. The pump successfully completed the 24 hour duration test without any issue or call service alarms. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a call service alarm issue was noted in the pump history but unable to be duplicated during investigation.